Event description:
On 07/08/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9545-t15-03 driver shaft, (qty. 1) of an ar-9545-t15-02 driver shaft, and (qty. 1) of an ar-9545-t15-01 driver shaft were all stripped when trying to remove a screw. The head of the ar-9545-t15-01 driver shaft stripped off the inside of the screw inside the patient, and all pieces were retrieved from the patient. The case was completed with the glenoid component removed with a diamond burr, and then a ca head was put on the humeral side. There was a slight delay due to the screw head breaking off on the ar-9545-t15-01 driver shaft. No adverse effects on the patient. This was discovered during a revision reverse arthroplasty procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/10/2024: this was a revision surgery for an arthrex reverse shoulder with a convertible baseplate because the baseplate was angled too superiorly, causing extreme glenoid notching over time and eroding the inferior glenoid. The tip of the ar-9545-t15-01 driver shaft broke during screw removal and caused them to use a diamond burr to remove the baseplate. The original date of surgery, name of the original surgery, facility location, and the surgeon who performed the original surgery is unknown. There is no information on whether the original surgery was completed successfully and what products were implanted or explanted since they were discarded after the procedure. No x-rays were available, and the patient's current status is unknown, with no report of adverse effects. The following arthrex products that were implanted in the revision were ar-9502f-42rcpc arthrex univers revers suture cup, ar-9556-22rca univers revers ca humeral head, and ar-9502-42arca univers revers ca humeral head adapter.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.